Manufacturer narrative:
Concomitant product: dtbb1d1 ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the left ventricular (lv) lead. The lv lead was capped and replaced with epicardial leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.